Event description:
It was reported that, "deep periprosthetic infection, removal of left total knee replacement."

Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon ps fem comp #7l-cem; cat# 5515-f-701, lot# sjklx, triathlon prim tip baseplate - cemented; cat# 5520-b-600, lot#yms, triathlon symmetric x3 patella; cat# 5550-g-339, lot#762k, triathlon femoral peg modular distal fixation; cat# 5575-x-000, lot# laxzs, simplex p ro half dose 1 pack; cat# 6188-1-001, lot# rfp145, simplex p full dose 1 pack; cat# 6191-1-001, lot# rdp114. It cannot be determined which, if any of these devices may have caused or contributed to the pts infection. An evaluation of the device(s) cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.